Event description:
It was reported that the right ventricular (rv) lead showed high thresholds and low impedance measurements due to lead insulation issue. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: kdr901 implantable pulse generator, implant date 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.